Event description:
The protege stent was advanced through the svc lesion easily. After deploying the protege stent, the physician used a balloon to open it up further. Upon closer inspection, it was noticed that the stent appeared to immediately fracture in several places. No injury to the pt reported.

Manufacturer narrative:
A review of the device history records did not reveal any discrepancies relevant to the reported event.